Event description:
Patient reported right side device rupture. The device remains implanted. Healthcare professional later reported tightening, swelling, violation of the integrity of the right breast implant, gel imbibing of the axillary and subclavian lymph nodes on the right, capsular contracture baker grade iii and IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and IV and rupture.

Event description:
Upon further review, it has been confirmed that the device associated with this report is not PMA approved; no longer considered reportable to the FDA.

Manufacturer narrative:
Upon further review, it has been confirmed that the device associated with this report is not PMA approved; no longer considered reportable to the FDA.